Event description:
The pt was reportedly experiencing intermittencies and loss of lock. The pt was explanted. Advanced bionics is in the process of gathering more info; once more info is available, a supplemental report will be submitted.